Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 8 months. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported suspected thrombus could not be conclusively determined. The instructions for use lists thrombosis and hemolysis as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that the patient was admitted in (B)(6) 2015 (specific date not provided) for suspected pump thrombus. The patient's lactate dehydrogenase (ldh) was reportedly elevated at that time. The patient was readmitted on (B)(6) 2015 for a subtherapeutic inr and was bridged with heparin until inr was therapeutic at 2.5, with a goal of 2.5-3.0. The patient's ldh was found to have decreased to approximately 400 u/l and the patient's plasma free hemoglobin was 19 mg/dl upon admission. The patient remained on 325 mg of aspirin and plavix daily. It was reported that there were no pump events during the patient's hospitalization, however, powers above 10 watts were observed on (B)(6) 2015. On (B)(6) 2015, the pump power had decreased to 6.1 watts. The patient's last reported inr was 2.8 and the patient was discharged on (B)(6) 2015 on coumadin. No further information was provided.